Event description:
The pt reportedly experienced intermittent lock followed by loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear device.